Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using a lightning aspiration tubing (lightning). During the procedure, the lightning stopped working, and the indicator light on the lightning turned from green to solid red. The physician attempted to troubleshoot the lightning by unplugging it and turning the flow switch off and on but was unable to resolve the issue. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.